Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A caregiver reported on behalf an unspecified low sensor reading when compared to an unspecified result from a competitor meter. The caregiver treated the customer (child) with unspecified dose of insulin, and no additional information was reported. There was no report of death or permanent injury associated with this event.